Manufacturer narrative:
Concomitant devices were unknown. The opta pro catheter was advanced through a highly stenosed cephalic vein to access the lesion located in the axillary vein and the balloon was inflated twice. During the second inflation, the balloon burst. The physician attempted to remove the balloon; however, it would not pass through the sheath. The physician then attempted to remove the opta pro catheter and sheath together; however, the balloon became stuck in the vessel. The balloon was subsequently surgically removed without patient injury. The patient was hospitalized for one day. A non sterile piece of a balloon, attached to a section of an inner body was received inside a plastic bag. The balloon was rolled up to the distal tip side and dry blood residues were observed in the inner body and in the balloon. The edges of the balloon appeared as if it had been ripped. No other visual anomaly was observed on the received unit. Functional analysis could not be performed given to the condition of the received unit. A scanning electron microscope (sem) analysis was performed to the received unit. The results indicated that the balloon external surface exhibited evidence of severe wrinkling and delamination; however, delamination is a common characteristic of this type of failure. The balloon internal surface exhibited no evidence of damage. Only severe wrinkling characteristics were found in the whole sample. The inner body presented severe wrinkling and twisting. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Neither the reported balloon burst nor the catheter withdrawal difficulty could be confirmed. The exact cause of the separation of the balloon and inner body could not be conclusively determined. It is likely that procedural factors could have contributed to the damages found on the received unit. No corrective or preventive action will be taken, given that the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The opta pro catheter was entered through the cephalic vein to access the axilllary vein. The cephalic vein was noted with high grade stenosis. The target lesion was located in the axillary vein. The sheath was introduced and the balloon was manually inflated twice. During the second inflation, the balloon burst. The physician attempted to remove the balloon; however, it would not pass through the sheath. The physician then attempted to remove the opta pro catheter and sheath; however, the balloon became stuck in the vessel. The balloon was subsequently surgically removed without patient injury. The patient was hospitalized for one day. The product was returned for analysis. There was no damage noted with the packaging or the device prior to use. The device prepped normally. The contrast media used was imeron 300 (bracco). The contrast to saline ration was 1:1. No indeflator was used. The balloon was manually inflated. The lesion was described as highly stenosed, 3cm in length, with high calcification. The reference vessel was 9mm in diameter and non-tortuous. There was no difficulty advancing the balloon catheter through the vessel. No other devices were used during the procedure. A 6fr terumo sheath was used.